Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation anomaly was noted on the right atrial lead. The ra lead was capped and replaced on (B)(6) 2019.

Event description:
New information received indicated that ongoing noise was seen on the right atrial lead. Patient¿s condition was stable.